Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that reportedly showed that the patient had developed bony overgrowth. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient presented with following pre-op an post-op diagnosis: discogenic back pain; herniated disc, central l5-s1; and underwent following procedure: bilateral lumbar laminectomy, l5-s1; bilateral lumbar decompressive diskectomy, l5-s1; single posterior incision anterior column and posterior column arthrodesis, l5-s1; insertion of anterior biomechanical device, peek cage; use of local autograft bone; k2m pedicle screw fixation; use of microscope. Intrathecal administration of dura morphine. Findings: central disc herniation at l5-s1. As perop notes: ".. Cartilage was scrapped from the endplates to expose bleeding subchondral bone. This was then mixed with local morselized bone graft and bmp. Next a synthes peak cage packed bmp carrier sponge was inserted into the disc space with distraction of the disc space.. The transverse processes are decorticated with the high speed drill and then packed with morsellized local bone graft and bmp carrier sponges.. The patient tolerated the procedure well and returned to recovery room in excellent condition. No complicating process noted.." On (B)(6) 2009, patient presented with following pre-op and post-op diagnosis: herniated disc c6-7 with c7 radiculopathy; previous anterior cervical discectomy and fusion with instrumentation; and underwent following procedure: anterior cervical exploration of previous cervical fusion; removal of previous anterior instrumentation. Tether plating system at c5-6; anterior cervical decompressive discectomy and bilateral foraminotomy, c6-7; anterior cervical interbody fusion, c6-7; application of anterior biomechanical device tm100 tantalum cage; use of local autograft bone; anterior cervical instrumentation with trinica; use of microscope for microsurgical dissection. No complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.